Event description:
Note: this report pertains to second of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-06758 for details regarding the first device. According to the complainant, when the physician advanced the cre pulmonary balloon dilatation catheter device, the sheath detached from the catheter and was retrieved. Reportedly, the physician completed the procedure with another cre pulmonary balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.